Event description:
On (B)(6) 2013 the physician reported that the patient's vns device was interrogated and high impedance was observed. The physician stated that he is planning on disabling the device and referring the patient for a full revision. It was confirmed that no trauma/manipulation had occurred. Review of the device manufacturing records for the lead found no unresolved non conformances. The site was unable to confirm if there was a lead fracture. The x-ray images were sent to the manufacturer for review. X-ray review by manufacturer: the generator is normally placed in the left chest. The lead pin appears fully inserted into the connector block. The feedthru wires appear intact, as do the lead wires at the connector pin. The lead appears to be slightly coiled next to the generator. Lead is also present behind the generator and cannot be assessed. The lead routes up toward the electrodes. The electrodes appear normally placed. A strain relief bend is present and appears to be per labeling; however, there does not appear to be a strain relief loop. Two tie-downs are present, one of which appears per labeling as it is securing a strain relief loop. There do not appear to be any sharp angles. There is a suspect area of continuity just before the strain relief bend; however, due to image quality, this cannot be assessed for confirmation. Based on the images available, the cause for the high impedance may be related to the suspect area of continuity in the lead; however, this could not be confirmed based on images alone. The presence of a micro-fracture cannot be ruled out. The portion of the lead not visible cannot be assessed. Replacement surgery was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. X-rays reviewed by the manufacturer. No gross lead discontinuities were visualized; however, a suspect area was observed. Device failure is suspected, but did not cause or contribute to a death or serious injury.